Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: the tissue pad was worn out because the seal and cut output was performed with the gripping part closed (including after the tissue was cut) without gripping the tissue. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). Due diligence has been performed for this event with no response received from the customer. The device is returned, and an evaluation completed for it. The user¿s complaint of severe abrasion was not confirmed. Upon inspection and testing, it was observed that the tissue pad of the device was worn; however, the wearing was not to a severe extent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, two successively used devices had severe abrasion of the tissue pad upon being used. No part of the tissue pads fell off into the patient body. The procedure was completed with a third similar device. There is no harm or adverse impact to the patient. The devices were inspected prior to use with no anomaly noted.